Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported past medical attention provided. The expected fasting blood glucose test result range is 110-140mg/dl. The customer did report stroke-like symptoms observed by a friend. Medical attention is reported as a result of symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/23/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Last 2 readings) 228mg/dl 5:01am 3/31 fasting status unknown. 344mg/dl 9:44am 3/30 fasting status unknown.